Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 08-may-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the waste pump that was causing bf probe purge and substrate purge failure. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. The most probable cause for error 2015 (bf probe purge failure) was related to the waste pump.

Event description:
On (B)(6) 2015 a customer reported error 2015 (bf probe purge failure) with their aia-360 analyzer. A new wash did not resolve the issue. The customer is unable to run patient samples on pth kidney marker. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.